Manufacturer narrative:
Refer to manufacturer report #3004209178-2019-03421 for details pertaining to the reportable related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that all 3 of the patient's ins' were dead and that they were unable to communicate with them. The reason for this is that the patient had stopped charging so the rep reviewed with the patient that they needed to keep the ins batteries charged. The rep jump started one of the ins' so far prior to the report and told the patient to keep charging and then they would clear por. The rep was to do the same for the other 2 ins'. Additional information received from the rep reported that they have only jump started one of the ins' so far. The rep sent the patient home to continue charging. Additional information was received from the patient. It was reported that they had a blue recharger and a purple recharger sent to them but the blue recharger was not charging when plugged into the wall. They tried using different desktop chargers but they did not work either. The patient repeated previously reported information. The patient stated the manufacturer representative (rep) said two of the inss may need to be replaced but the patient had the most pain on the leg and that implant used the blue recharger. The rep instructed the patient to get this replaced and they would meet again to see if they could get the ins jump started. A replacement recharger was sent. Additional information was received from a manufacturer representative (rep). It was reported that two of the patient's ins batteries were replaced on (B)(6) 2019 and the patient now has three functional inss implanted. No further complications are anticipated.

Manufacturer narrative:
Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID: 37751, serial# (B)(4), product type: recharger; product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They confirmed the serial numbers of the 2 inss that were replaced. No patient complications were reported as a result of this event. [Refer to manufacturer report # 3004209178-2019-03421 for details pertaining to the reportable related event.]